Event description:
Device malfunction: none. Symptoms/'ae: hypotension/congestive heart failure. Time of symptoms/ae: post procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced hypotension requiring vasopressors and aggressive fluid resuscitation. The hypotension resolved the next day and the pt was discharged to home two days post procedure with instructions to hold the coreg as well as the lasix. On the way home from the hospital, the pt became acutely short of breath and the patient's legs were more swollen than normal. The pt presented back to the emergency room. The pt was hemodynamically stable, chest x-ray revealed bilateral pleural effusions, left greater than right and signs of congestive heart failure (chf). It was reported that the chf was secondary to volume overload, status post fluid resuscitation and holding of the diuretics after the procedure. The pt was started on lasix and remained stable throughout the hospital course and was discharged to home 4 days later. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension is a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use. A conclusive root cause for the reported pt effects and its relationship to the device, if any, cannot be determined.